Event description:
It was report that during attempted insertion of the iab through a sheath, it could not be advanced because the balloon began to unwrap. It was observed that the one-way valve was no longer in place. The iab was removed and replaced without any complications.